Event description:
Boston scientific crm received information that the patient had been lost to follow up and this device was unable to be interrogated. The device has been implanted for 10 years and the predicted longevity for this model device is 6.8 years. This device was explanted for normal battery depletion and a new device was successfully implanted. This device is part of the pdm hermetic seal advisory population described in the physician communication on (B)(6) 2005. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.